Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was in for an upgrade on his device system. It was revealed that there was an abrasion on the right atrial lead. There were no electrical anomalies. The physician used a lead repair kit to repair the lead and it remained implanted. The patient's condition before, during and post procedure was stable. The patient would be followed-up normally.